Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services noted that the device was replaced and the returned device was scrapped. Additional part used: glidescope gvm monitor; catalog: 0570-0338; sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the baton was shorting out and losing the image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.